Manufacturer narrative:
Complainant city: (B)(6). (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending (lad) artery. An 8mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded with blood in the hub, lumen and balloon. Microscopic investigation of the balloon revealed a pinhole that was 1mm distal from the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending (lad) artery. An 8mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.